Event description:
Major pump unit(s) involved: drive unit failurespecific component(s) involved: driveline malfunction

Event description:
Major pump unit(s) involved: drive unit failureadditional text: crack in drive linespecific component(s) involved: driveline malfunctionadditional text: driveline crack, traumatic failureother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of pumpother intervention :implant device type: lvadmalfunction device type: